Event description:
A caller reported a recurring cgm error 42 on their pump, which had been reported three or more times. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.